Event description:
Event was reported to caldera medical by an attorney. Legal complaint states that the patient continues to suffer pain, suffering, disability, impairment, loss of enjoyment of life, inability to engage in chosen and necessary activities and/or economic damages.